Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) that the ipg was unable to communicate with the external devices. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The conclusion code was missing in the initial report. Conclusion code is included in this report.

Event description:
Follow-up information identified that no surgery was needed. The ipg communicated normally.